Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 2 and a half years post implantation due to psoas tendon pain. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00625006540, item name: bone screw selftapping 6.5 mm dia. 40 mm length, lot # j6941293; 00885101436, item name: 36mm i.d. Size mm neutral liner use with 60mm o.d. Size mm shell, lot # 65015326. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.